Manufacturer narrative:
According to the information received from the field, the recipient experienced loss of hearing benefit and facial nerve stimulation (fns). The cause for the abrupt hearing loss cannot be determined as the device seems to operate within normal limits. The most apical channels show fluctuating impedance values, which are likely caused by physiological issues. A contribution of these findings to the fns cannot be excluded. The recipient was implanted on the contralateral side and no further actions are planned for the concerned side yet. This is a final report.

Event description:
The user reported that in 2018 she started to hear a strange noise with the device. On (B)(6) 2019 the user experienced a sudden and complete loss of hearing with the device. When the user was seen for re-fitting, during single channel stimulation the user still had no benefit and fns (facial nerve stimulation) was present for all channels. The user was implanted with a new device on (B)(6) 2019 on the contra-lateral (right) side. The concerned device on the left was left implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that in 2018 she started to hear a strange noise with the device. On (B)(6) 2019 the user experienced a sudden and complete loss of hearing with the device. When the user was seen for re-fitting, during single channel stimulation the user still had no benefit and fns (facial nerve stimulation) was present for all channels.

Event description:
The user reported that in 2018 she started to hear a strange noise with the device but no fns (facial nerve stimulation). On (B)(6) 2019, the user experienced a sudden and complete loss of hearing with the device. When the user was seen for re-fitting, during single channel stimulation the user still had no benefit and fns was found. The fns disappeared and the user is not limited now by the fns.

Manufacturer narrative:
Additional information: according to the information received from the field, the recipient experienced both temporary loss of hearing benefit and facial nerve stimulation (fns). The cause for the abrupt hearing loss cannot be determined as the device seems to operate within normal limits. The user now has access to sound and no fns. In addition, the most apical channels show fluctuating impedance values, which is likely caused by some damage to the active electrode caused by device minute mobility. The recipient does not use the device consistently, which might have contributed to the limited hearing benefit. The user will be followed up by the clinic.